Manufacturer narrative:
Tracking# 55589/j. D6: device returned with no lot identification. Based upon inquiry info received, visual examination & functional test, the instrument was received with broken pieces from the snap tabs of the obturator. No conclusion could be reached as to how this event occurred.

Event description:
It was reported by the rep that the device was used during a laparoscopic tubal ligation. It was reported that a piece of plastic fell into the abdomen. The piece was retrieved. It was not known if the piece was from the trocar or veress needle. Veress needle MFR unknown at this time. There was no consequence to the pt. 4/23/1998 the rep reported that the veress needle was a pn120.